Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v863548, implanted: (B)(6) 2012.

Event description:
It was reported that the patient had previously had a lead come out of the foramen and coil multiple times. A new lead and ins were implanted on the opposite side, and the lead was inserted into the foramen. Everything looked fine however the patient subsequently had therapy complaints and an x-ray was taken which showed the lead was out of the foramen. It was reported that the hcp would not know if the lead was coiled until he tried to explant. Additional information has been requested, but was not available as of the date of this report.